Manufacturer narrative:
Manufacturer's investigation conclusion. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. The account reported that the patient was admitted on (B)(6) 2021 with a cough, shortness of breath, weight gain, bilateral leg edema and orthopnea. The patient was diagnosed with moderate to severe right ventricle failure, with severe aortic insufficiency (ai) and tricuspid regurgitation (tr), and the patient¿s medication was adjusted accordingly. The patient¿s liver function tests (lfts) were elevated, thought to be right ventricle failure related. It was noted that the patient¿s international normalized ratio (inr) was 19.4, this was attributed to lack of drinking and eating prior to admission. Additionally, the account reported that the patient worsened clinically and went into ventricular tachycardia (vt) on (B)(6) 2021. The patient was shocked and required additional blood pressure support. The patient was transitioned to palliative care and passed away on (B)(6) 2021. The vad coordinator communicated on (B)(6) 2021 that the cause of death was unknown, though the patient was experiencing multiorgan failure. The patient¿s death was not considered to be device related and the device operated as expected. It was reported that the right ventricle failure did not exist prior to lvad implantation. It was unknown if a device-related issue caused or contributed to the right ventricle failure. The account reported that heartmate 3 left ventricular assist system, serial number: (B)(6) would not be returned for analysis. The heartmate 3 left ventricular assist system instructions for use (lvas IFU) lists multiple types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure and right heart failure), cardiac arrhythmia, and death as adverse events that may be associated with the use of the heartmate 3 lvas and provides information regarding the recommended anticoagulation therapy and inr range. The IFU warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with a cough, shortness of breath, weight gain, bilateral lower extremity edema, and orthopnea. The patient was diagnosed with moderate to severe right ventricle failure (rvf), severe aortic insufficiency, and tricuspid regurgitation; which were treated with milrinone. Liver function test results were elevated; this was thought to be rvf-related. The patient's international normalized ratio (inr) was 19.4 on (B)(6) 2021; this was attributed to the patient had not been eating or drinking for several days prior to admission. The patient continued to worsen clinically and went into ventricular tachycardia (vt) on (B)(6) 2021. The patient was appropriately shocked and started requiring more and more blood pressure support. The patient was transitioned to palliative care and passed away on (B)(6) 2021. The device will not be returning for analysis.